Manufacturer narrative:
Analysis of the catheter found coring/tears/cuts in the seal of the sutureless (sc) connector that met leak criteria. (B)(4).

Manufacturer narrative:
The previously reported conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 850.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that it seemed as though there was a gradual loss of effect. The patient first started experiencing the symptoms "probably 2-3 years ago". The patient had a gradual increased dose need. They attributed this to a growth spurt and it was still thought that some of the increased demand was growth related. However, the patient's dose was at 850.7 mg/day and he still had some troubles. The presumed issue was the catheter. The hcp tried to draw cerebrospinal fluid (csf) through the catheter access port and failed. The pump was subsequently replaced. When the pump was replaced, his dose was lower (750.9 mcg/day), but his tone was better controlled. The pump was noted to be working more like it did when the pump was originally implanted. It was noted that the catheter was cut by the doctor to facilitate easier removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.